Event description:
During an emergent stroke, the penumbra red 72 aspiration catheter began falling apart inside the patient's vessel. Physician successfully removed the entire damaged catheter under fluoroscopy guidance. FDA safety report ID# (B)(4).